Event description:
The md reported that one of her patients felt a lump at the site where a biopsy had been performed on month prior. The doctor was unsure as to which product configuration was used during the biopsy. The doctor feels that this may be a reaction to the cel-u-gel maker. Under ultrasound she could see an area of white, indicating pellets. There were no plans to perform a biopsy of the area, and there were no patient adverse effects..